Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture and oversensing event was sensed by the device.

Event description:
Related manufacturer report number 2017865-2023-11411. It was reported that during a remote follow up, loss of capture and oversensing were noted on the right ventricular (rv) lead and the left ventricular (lv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.